Manufacturer narrative:
The hill-rom technician found motor control board was the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2012 to 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the motor control board and the issue was resolved. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed would self-run when the bed is plugged in. The bed was located at the account. There was no patient/user injury reported.